Event description:
Home health nurse reported the pump they were using to infuse ivig still had 20 ml remained to infuse and pump did not beep or give any signal. When nurse checked later, it still had same amount left so nurse is finishing infusion with pump that they have on hand to infuse hydration. No further information, details or dates provided. No missed doses or adverse events reported. Pump is being replaced. Unknown if pump is on hand for return to manufacturer. Serial number: (B)(6).